Event description:
It was reported that 3 days after a coronaray drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5x22mm, mildly calcified, and mildy tortuous lesion located in the mid left anterior descending artery (mid lad) with 90% in-stent restenosis. The physician treated the target lesion with successful placement of a taxus liberte' 2.50x24mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Three days after the implant procedure, the patient required a tvr for 80% proximal edge restenosis of the taxus stent in the target lesion. The physican treated the lesion with angioplasty balloon and placement of a bare metal nexus stent. The post treatment lesion had 40% diameter stenosis. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent is definitely. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.